Event description:
Customer alleges discrepant results with meter compared to lab: date: "last week", inratio: 1.8, date: (B)(6) 2011, inratio: 1.2, lab: 4.6. Pt's target therapeutic range is 2.0 - 3.0. Lab draw was performed roughly 3 hours later. Pt self tester began testing a few weeks ago and has obtained lower than target inr values the entire time. Pt has been increasing his coumadin dose based on the meter value for the past few weeks.

Manufacturer narrative:
Investigation pending.